Manufacturer narrative:
The medical assessment concluded the information does not reasonably suggest that the meter caused or contributed to the event, because there was no allegation of pulmonary embolism in this case and diagnostics such as a pulmonary CT scan in case of suspicion of pulmonary embolism to clarify "breathe shortness" was not performed. Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. Customer alleged sometime around (B)(6) 2020, the meter result was approximately 2.7 inr and within 45 minutes, the laboratory result was 1.3 inr. The meter result was provided as 2.7 inr with a date and time of (B)(6)2020 at 7:57 pm. The patient stated he went to the emergency room because he could not breathe, could not sleep, had a low heart rate, and no energy. While at the hospital, the patient was given an unknown drug intravenously. The patient remained in the hospital and was observed for 3 to 4 days. The customer stated he felt poorly when his inr was low. The patient is currently doing fine. The patient's therapeutic range at the time of the event was 2.5 - 3.0 inr. The patient tests once per month. This MDR is being submitted under an abundance of caution.

Manufacturer narrative:
Question from the FDA: please provide the test strip # associated with the event as well as the masterlot # it was calibrated to. Answer from manufacturer: on the initial call the customer stated he no longer has the strips that were used when he received the approximated inr result of 2.7 inr and he could not therefore provide the lot number used. The meter was also requested to be returned to roche, however the customer confirmed he sent the meter back to acelis connected health, which is the supplier of his testing supplies and not to roche. Roche contacted acelis connected health and they have not yet received the meter. Roche is coordinating with acelis connected health to have the meter returned to roche for investigation once it is received by them. Acelis connected health provided the strip lot numbers which were sent to the customer prior to the event which occurred sometime around (B)(6) 2020: acelis connected health shipped ln 368882-21 to the customer on 1/29/19 which is masterlot rtf09/ recalibrated acelis connected health shipped ln 397396-21 to the customer on 7/10/19 which is masterlot rtf09/ recalibrated it is not currently known which lot was actually used prior to the event. If the meter is returned we can likely provide additional information related to the lot number used. Question from the FDA: please provide the reagents used for the laboratory test. Answer from manufacturer: roche contacted the medical center where the patient was tested and they stated that they use the acl top platform with hemosil reagent. Question from the FDA: please provide the drug treatment in the emergency room (e.g. Heparin). Answer from manufacturer: on the original call, the customer stated that at the hospital he "received an IV and does not recall what was in it." Roche contacted the customer again to try to obtain the information. The customer refused to provide any additional information and did not want anyone to contact him further. Roche does not therefore know the drug treatment received by the customer in the emergency room. A supplemental report will be sent if the meter is received.